Manufacturer narrative:
Additional information related to auto mode has been received and provided with this report. (B)(4).

Event description:
Auto mode feature was not active at time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. Another blood glucose level was 346 mg/dl. Customer stated the insulin pump had insulin flow blocked alarm. The customer was treated with intravenous insulin infusion fluid during his healthcare provider office visit and using glucose. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.